Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2023. During procedure the atrial lead dislodged so it was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.